Manufacturer narrative:
H3, h6: it was reported that the patient underwent a primary metal-on-metal total hip arthroplasty right hip and subsequently suffered from metallosis right hip with tunnionosis and elevated ion levels. Patient had no pain, however, felt he had weakness. This adverse event was addressed by revision surgery to explant the cup and head. Intra-operative x-rays were performed and showed excellent placement of the acetabular component, slightly longer right leg length and no evidence of any fractures at the calcar for below. There was no evidence of infection heterotopic ossification. Patient was transferred to pacu in stable satisfactory condition. As of today, the implanted devices, all of which were used in treatment have not been returned for evaluation. As no device part and batch numbers were provided for investigation, a complaint history review, manufacturing record review, or escalation actions review could not be performed. If more information is received, this investigation will be reopened. The review of the product's current IFU found adequate warnings and precautions in relation to the alleged failure modes. Due to insufficient information, it is not possible to determine a revision of the risk associated to the alleged device. No further actions are required at this time. The available medical documents were reviewed. Although metal ion levels were reported to be elevated, neither the levels nor the lab reports were provided. The reported elevated metal ions, weakness and intraoperative findings of trunnionosis are consistent with findings associated with the reported metallosis; however, with the limited information provided the clinical root cause of the reported metallosis cannot be confirmed, and it cannot be concluded that the reported clinical reactions were associated with a mal performance of the implant. The patient impact was the metallosis, revision, and expected transient post-op convalescence period. Based on the information provided, further investigation of the reported complaint cannot be carried out and remains inconclusive. A definitive root cause cannot be determined. Specific factors known to contribute to the alleged fault are excessive physical activity levels, unreasonable stress on replacement system, excessive patient weight, trauma to the joint replacement, loosening of components may increase production of wear particles and accelerate damage to the bone. Should the devices or additional information be received, the complaint will be reopened. Based on this investigation, the need for corrective and preventative actions is not indicated.

Manufacturer narrative:
Internal complaint reference number: (B)(4).

Event description:
It was reported that the patient underwent a primary mom tha right hip and subsequently suffered from metallosis right hip with tunnionosis and elevated ion levels. Patient had no pain, however, felt he had weakness. This adverse event was addressed by revision surgery on (B)(6) 2015 to explant the cup and head. The patient had anatomic shuck, and ranawat test showed combined anteversion at 35 degrees. In sleep internal rotation was to 60 degree, at 90 degrees was to 75 degrees prior to subluxation. There was no impingement posteriorly with external rotation. Intra-operative x-rays were performed and showed excellent placement of the acetabular component, slightly longer right leg length and no evidence of any fractures at the calcar for below. There was no evidence of infection heterotopic ossification. Patient was placed in a hip abduction pillow, awakened from general anesthesia, transferred to pacu in stable satisfactory condition.